Event description:
It was reported that intra-operatively, the lead became dislodged. It was further noted that the lead was difficult to place and the helix had become stretched during the procedure. The physician did not know how the lead helix became stretched. The lead was explanted and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix extended, bent and stretched out of specification, no further helix testing was possible. If information is provided in the future, a supplemental report will be issued.